Manufacturer narrative:
The product has been returned; however, the engineer evaluation has not been completed as of to date. Additional information has been requested and will be submitted within 30 days of receipt.

Event description:
The report indicated that during a coronary stenting procedure, the stent dislodged from the delivery catheter balloon. The target site was an 80% stenosed 2nd obtuse marginal artery with vessel calcification. The lesion was predilated and an attempt to cross the lesion was made with a cypher 2.75 x 33 stent. However, this attempt was unsuccessful and during withdrawal of the stent delivery system, the stent dislodged before retracting into the guiding catheter. Consequently, the physician was able to successfully retrieve the stent with a 2.0 balloon into the 8french short sheath. Also noted was the patient did have a hematoma.